Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A sentrant sheath and an endurant cuff stent graft system were being used in a patient for the endovascular treatment of a possible type ia endoleak and right sided type ib endoleak from another manufacturer¿s stent graft. The proximal neck was 28.9 mm in diameter with an angulation of 51.7 degrees. The distal neck diameter was 29.6 to 29.9 mm. The right common iliac diameter was 16.6 mm. It was reported that a sentrant sheath (18fr) was inserted in the patient for the endurant aortic cuff delivery system to be put through. The endurant cuff delivery system required a 20fr sheath and so when the endurant system was advanced it got stuck in the valve at the entry of the 18fr sentrant sheath and when the surgeon tried to pull the system out to change to a larger sheath, the device tip/nose cone broke off. The 18fr sentrant sheath was removed with the nose cone of the endurant caught in the end with wire access maintained. A replacement endurant aortic cuff was obtained from a nearby hospital. A larger sheath 20fr sentrant sheath was inserted with ease and the endurant cuff was successfully implanted. The type ia endoleak was resolved. No clinical sequelae were reported and the patient is fine. Film image review: internal review of a pre-implant 3d worksheet confirmed that a gore bifurcate was implanted within the aaa and there was a possible proximal type I endoleak and a distal type ib present on the right limb. The neck diameter just below the renals was 29mm and the neck is extensively calcified. The iliac arteries were also extensively calcified and moderately tortuous. Images during implant were not available. The cause of the reported events could not be determined from the pre-implant images provided.

Manufacturer narrative:
Evaluation conclusion: failure to follow instructions (sheath size selection) evaluation of the returned device: the events were confirmed: the tapered tip was detached from the delivery system and the device was difficult to the remove from the sheath. The root cause of the event was most likely due to a combination of a 20fr endurant stent graft delivery system being inserted into an 18fr sheath and a void within the overmolded tapered tip of the endurant device.